Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a abdominal aortic aneurysm stent graft treatment procedure a balloon detachment occurred. During advancement of a 33/7/2/65 equalizer balloon catheter through the heavily calcified iliac artery, the balloon sheared off in the patient. A small incision was made and the detached balloon was removed. No further patient complications were reported and the procedure was completed with another of the same device. The patient's status is fine.